Event description:
The customer reported that the system had a cine drive not available error. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine hard drive, cine bridge board, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.